Event description:
Provider states error code of 7 flashes. Dealer needs to troubleshoot more but advised him to replace the joystick cables first. No resolution yet. Dealer will call back after seeing the chair again. No further information has been received.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 3 years, 5 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.

Manufacturer narrative:
Please note: upon review of this incident, the date received by the manufacturer was mistakenly miss entered as (B)(4) 2012. This follow up report sent to correct and clarify the date received by manufacturer. The date entered should have been (B)(4) 2012.